Event description:
The customer reported a leak at the connector assembly just below the wbc collect bag during a collection for dendritic cell generation, at approx one hour into the procedure. The procedure was discontinued and the pt's collection was rescheduled for two weeks later. The pt's treatment is delayed by two weeks. No medical intervention was necessary for this event. Pt info is unavailable at this time. Caridianbct is awaiting the return of the disposable set for eval. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation, evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
Caridianbct internal ref: (B)(4). Investigation evaluation and corrective actions are in process. A f/u report will be provided.